Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, " discrepancies between the indicated value and the actual remaining value were observed". It was reported that more medical fluids remained than planned. No patient injury reported. No reported adverse effects.